Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was admitted to the emergency room (ER) was high blood glucose (bg) of 400-500mg/dl with nausea and vomiting for three to four hours. The patient was kept in the ER, given IV fluids and kept on the pump. The patient received a bolus with the pump and was sent home when the bg came down to 180mg/dl. The reporter confirmed that all advance bolus settings were correct and there were no alarms going off and history screens were accurate, no missing insulin. The reporter (also the father) stated that they figured out why the patient was going high but could not recall what the cause was but believed that it does not have to do with the pump. This report is being made due to the patient's alleged hyperglycemic event that resulted from a cause that the reporter could not recall but there was no implication of the pump.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the basal history shows on (B)(4) 2013 17:35 a 0.00u basal rate was programmed until (B)(4) 2013 17:35. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the reporter could not recall the cause but not implicating the pump).